Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuits failed the leak test on an evita xl ventilator. The leak test was performed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The returned breathing circuit was pressure tested and visually inspected for leaks. Results: testing revealed that the breathing circuit was leaking from the connector collar. Conclusion: the connector collar is attached to the breathing circuit with glue. The glue appeared to have been applied correctly, however, cross-sectional analysis of the connector showed that the glue seal had been compromised, which may have caused the leak. All breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the leak developed post production. (B)(4).